Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Comparing blood glucose test results from trueresult meter to onetouch ultra meter; observed 40 to 60 mg/dl difference between readings. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 102 mg/dl and 109 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Comparing blood glucose test results from trueresult meter to onetouch ultra meter; observed 40 to 60 mg/dl difference between readings. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 102 mg/dl and 109 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 51mg/dl, (B)(6) 2015, 04:30 pm; 333mg/dl, (B)(6) 2015, 11:02 am; 319mg/dl, (B)(6) 2015, 11:01 am; 320mg/dl, (B)(6) 2015, 11:00 am; 202mg/dl, (B)(6) 2015, 12:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.